Event description:
Approximately one year and two months post hvad implantation, it was reported that the patient experienced an alarm when he was attempting to exchange a battery on port two while another battery was still connected to port one of the controller. All the batteries and the controller were replaced and the patient had no issue during the controller exchange. There was no reported patient injury as a result of this event. Preliminary review of log files revealed a loss of power near the reported event date.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. Two batteries and one controller were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Thorough external visual inspection of the controller revealed no signs of physical damage or contamination. The reported event was confirmed. Log files revealed a loss of power to the controller which would have resulted in a continuous no power alarm. Analysis of the controller revealed that the device met specifications. The batteries were not tested as they were part of the fsca apr2014.1 recall. Their likely faulty cells contributed to the event. When the patient changed out one of the batteries from the controller, only one battery was attached and had a faulty cell resulting in a loss of power. Applicable risk documentation and experience with events of similar circumstances were considered; events with controller losses of power during battery exchanges are most often attributed to a single battery attached to the controller with a faulty cell. The most likely root cause of the loss of power is a battery with a faulty cell. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. An internal investigation (CAPA) has been opened to address the issue. Following additional regulatory authority feedback, the manufacturer has expanded the field safety corrective action (fsca) to recall certain older batteries (referenced under file name: fsca apr2014.1). The expansion of this fsca is to remove certain older batteries which were produced in specific ranges of battery serial numbers which are more likely to exhibit premature or unrecognized deterioration of battery capacity. Our risk assessment for this issue remains unchanged at this time. Complaints will continue to be closely monitored to ensure that the ventricular assist device system functions as intended and to assess the effectiveness of the fsn for additional actions. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of three reports (3007042319-2014-00894 and 3007042319-2015-01372, 01373) submitted for devices related to the same event. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.